Event description:
Clinical study during a coronary drug artery drug eluting stenting treatment procedure the taxus liberte delivery balloon deflated slowly and mild withdrawal resistance from the stent was observed after deployment. The index procedure treated one target lesion. Target lesion 1 was a 2.0 mm vessel diameter, 90% stenosed region of the distal circumflex artery (cx). The lesion was 20.0 mm in length and was mildly tortuous. The physician direct stented the lesion with one taxus liberte 2.5x24 mm drug eluting stent. After deployment the balloon deflated slowly and mild withdrawal resistance from the stent was observed. The balloon deflated completely before it was withdrawn. The malfunction was resolved without injury, or further treatment. Residual stenosis was 0% following deployment. The pt was discharged one day post index procedure on asa and plavix. This product is only approved but it is similar to a marketed us device.